Event description:
Medical device info: trade name: gynecare tvt system, manufacturer medical device identifier -catalogue/model #: 810081, control/lot/serial #: (B)(4), device license number: (B)(4). Tvt-o surgery on (B)(6) 2009 (B)(6) at (B)(6) hospital in (B)(6). Experiencing tape rejection and or nerve damage, in constant pain in stomach, groin area and inner thighs. Diagnosed by dr (B)(6), urologist and dr (B)(6), urologist. Unable to work and on long term disability. Placed on pain and nerve medications (ralivia; cymbalta, endocet). Will have center section of tap removed (sides cannot be removed) by dr (B)(6) at (B)(6) in (B)(6), on (B)(6) 2011. Reason for use: sui.